Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to a temporo mandibular disorder.

Event description:
The customer reported she developed temporo mandibular disorder that led to numbness in face and neck, lost balance and jaw pain while wearing the aligners. The customer required hospitalization but no medical intervention was performed. Aligner treatment was not discontinued.